Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified apical left anterior descending (lad) artery. Lesion visualization was attempted with a ivus device but was unable to cross the lesion. The 2.5 x 16 mm promus element stent was advanced, however was unable to cross the lesion due to lesion calcification. Upon attempt to remove the stent system it was noted that the stent was lifted and the stent dislodged in the proximal lad. A 2.0 x 12 mm balloon catheter was advanced and the inflated balloon and used to pull the dislodged stent into the guide catheter. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).